Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately low compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately in the middle of (B)(6) 2012 prior to contacting lfs. The patient reported a blood glucose reading of "97 mg/dl" with the subject meter. As part of the patient's diabetes regimen, the patient claimed she is on insulin(type/dose not specified). Despite the alleged issue, the patient stated she administered her usual dose of medication. Soon after the alleged issue began and had given herself the dose of medication, the patient stated she felt sick to her stomach and almost lost consciousness. In response, the patient stated she was admitted to the emergency room (ER) for assistance. While at the ER, the patient claimed they had tested her blood glucose with the ER/hospital meter and obtained readings of "over 400 and over 600 mg/dl" and was immediately administered an unknown type/dose of insulin. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate low reading on the subject meter, developed symptoms suggestive of a serious injury, and reportedly received treatment from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided.